Manufacturer narrative:
There is no expiration date established for this device. Device was evaluated in the field. Device manufactured date is unk at this point. Further attempts will be made for this information. Evaluation summary: the device was evaluated in the field. It was identified that the cause of the tank falling was that the screws used were not of the correct length. There were no adverse consequences as a result of this failure. This is not a single-use device.

Event description:
The initial reporter called and reported that the attachment piece of the co2 cannister holder broke off and fell to the floor. There were no pts involved and no adverse consequences associated to this failure.